Manufacturer narrative:
(B)(4).

Event description:
Case description: this spontaneous report originating from united states as received from a consumer refers to a female pt of unknown age. This report concerns one pt and one device. On an unknown date, the pt started therapy with dimethyl ether (+) propane (dr. Scholl's freeze away common & plantar wart remover) for wart. The pt used dimethyl ether (+) propane (dr. Scholl's freeze away common & plantar wart remover) for wart. On 2010, the pt experienced flame came out of this can. The outcome of flame came out of this can is unknown. The reporter considered flame came out of this can to be related to dimethyl ether (+) propane (dr. Scholl's freeze away common & plantar wart remover). The dimethyl ether (+) propane (dr. Scholl's freeze away common & plantar wart remover) was available for investigation and returned to manufacturer on (B)(4) 2010. For dimethyl ether (+) propane (dr. Scholl's freeze away common & plantar wart remover), the lot number was reported as 9n01bkk and the serial number is not available. For dimethyl ether (+) propane (dr. Scholl's freeze away common & plantar wart remover), quality investigation status: lot check/batch review was performed. The result of the quality investigation is as follows: (B)(4) 2010, (B)(4) complaint report: the complaint was not verified. The complaint sample was returned for evaluation. No defects were noted. This is the first complaint of this nature received for lot 9n01bkkc. (B)(4) 2010 update: letter received from consumer stating "caution: huge flame may come out of can and burn your face off or set your house on fire." This is a final report for this case.